Event description:
Doctor was placing the second screw when the screwdriver failed. Doctor opted to switch system so he removed the first screw. Surgery was delayed approx 5 mins; pt was unaffected by the delay.

Manufacturer narrative:
Design improvement project changed material to stronger stainless steel. Following verification testing, screwdrivers in the apelo systems were replaced with new screwdrivers. Old screwdrivers were destroyed.